Event description:
It was reported that the patient experienced hyperglycemia after announcing a late lunch as ¿usual¿ but not announcing an added dessert while using the ilet, resulting in a blood glucose rise to approximately 300 mg/dl before returning to 168 mg/dl after ilet-delivered corrections; no alerts or alarms were reported, and the event was associated with user interaction with the device¿s user interface. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions, in the context of the device¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.